Manufacturer narrative:
Concomitant medical products: w2dr01 ipg. Implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implantable pulse generator (ipg) changeout the right atrial (ra) lead exhibited high thresholds and impedances and a polarity switch. It was further reported that the ra lead was loose in the ipg header. The lead was removed and tested and plugged back into the device with the setscrew tightened. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.